Event description:
During servicing the field service engineer reported intermittent internal alarm in normal mode. No patient involvement.

Manufacturer narrative:
This customer returned power management (pm) board was tested and no failures were identified.